Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a potassium over infusion. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The customer¿s report of an over infusion of potassium was not confirmed, however during physical inspection by the customer they reported that the device had a non-carefusion membrane frame installed. The log analysis showed that the pump module was infusing potassium on the day of the reported event. On (B)(6) 2015 at 11:10am, the pcu was powered on. The source pump module device was attached as channel c later that evening at 6:07pm. On (B)(6) 2015 at 9:50am, the source pump module was programmed for potassium chloride using guardrails drugs as a secondary infusion. The user entered a concentration of 20meq/100ml, and a duration of 1:00 (hh:mm). The user started the infusion a short time later. The programming resulted in a rate of 100ml/hr with a vtbi of 100ml. The initial secondary volume infused was recorded as 300.051ml. At 9:50am the user paused the pump module and then restarted the device at 9:51am, the user paused the device again twenty eight seconds later. At 9:58am the pump module was powered off by the user. The final secondary volume infused was recorded by the device to be 310.836 ml or 10.785ml for the potassium chloride infusion. The root cause of the reported over infusion of potassium is believed to be due to the use of a 3rd party membrane frame. No devices were returned for investigation by the customer. Devices not received, log review only.